Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure, while slitting through the catheter, the slitter got caught three-fourths of the way down the catheter wire and subsequently got stuck and would not advance. The physician had to use scissors to cut the remainder of the catheter off the lead as the slitter would not advance even after attempts were made to maneuver the wire out of the way. No patient complications have been reported as a result of this event.